Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the eyepiece section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the eyepiece section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had broken eyepiece section (cup). The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.